Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that the ring was explanted after approximately 3 weeks due to mitral regurgitation. Per the op report, echo demonstrated a significant subaortic stenosis as well as some component of the systolic anterior motion (sam) of the mitral valve. Decision was made to replace mitral valve and perform resection of the subaortic stenosis. Findings: normal preop tee with a blood pressure 160/80, and map of 100. No evidence of mr through the repaired mv under the above mentioned hemodynamics. Hypertrophied septum on the preop tee. Upon removal, the ring appeared to be intact. It was also indicated that this event was patient related. No other details provided.

Manufacturer narrative:
Systolic anterior motion (sam). Device not returned. Explants of rings at sometime during a postoperative period (> 0 days) are typically performed for a failed valvuloplasty repair. These typically do not represent a malfunction of the annuloplasty ring. However, the ring was not returned, therefore, the device could not be assessed for any malfunction or quality deficiency. The device history record (DHR) review is currently in process.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.